Event description:
It was reported that this right ventricular (rv) lead was exhibiting high pacing threshold. This rv lead was explanted, and successfully replaced. No additional adverse patient effects were reported.